Event description:
A report was received that the patient was having urination difficulties since the scs system was implanted. The physician believes the event was device related as the implantation of the device could have irritated the nerves to the patient¿s bladder. Fluoroscopy was taken and revealed that the location of the leads could be causing the urinary issue. When the stimulation was turned off, all the issues with urination have gone away. The physician has recommended lead revision.

Event description:
A report was received that the patient was having urination difficulties since the scs system was implanted. The physician believes the event was device related as the implantation of the device could have irritated the nerves to the patient's bladder. Fluoroscopy was taken and revealed that the location of the leads could be causing the urinary issue. When the stimulation was turned off, all the issues with urination have gone away. The physician has recommended lead revision.

Manufacturer narrative:
Additional information was received that the patient did not undergo a lead revision. It was only a trial procedure for better coverage. No further course of action will be taken.

Manufacturer narrative:
Additional suspect medical device components involved in the event: model #: sc-2218-70, serial #: (B)(4), description: linear st lead, 70cm.